Event description:
Information was received from a patient who was receiving baclofen and morphine via an implantable pump for unknown indications for use. It was reported that the patient is supposed to have the pump refilled on tuesday but the pump had been doing the critical alarm for "over a week". Agent reviewed pump alarms and redirected to healthcare provider (hcp). The patient stated they would hopefully see their new managing hcp on tuesday and would let them know the pump was alarming. Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen and morphine via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient with a pump came in new to their office and had low and empty alerts on the tablet. The hcp asked how long until the pump was not functional when empty. The agent reviewed to pull event logs and also reviewed empty pump protocol (no priming, consider starting dose and options). The hcp had not yet pulled event logs to see empty date so event date was unknown. The agent offered to stay on the line to wait for dates but the hcp declined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported the pump went empty more than 2 weeks ago and the pump was ¿dead and alarming" so they plan to replace it on monday. The physician planned to fill the pump today and would then transfer the medication from the current pump to the new pump. The healthcare provider was wondering if they could program it to minimum rate until the replacement. Additional information was received on 22-jan-2025 from the healthcare provider who reported the pump was replaced earlier this week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the explanted pump was discarded, as the hcp was not notified that it needed to be returned.